Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the majority of the crimped stent, starting from the distal end, was distorted, damaged and stretched distally out over the distal tip of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during preparation. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The stent protector offers full protection to the crimped stent and device tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 06/2.50 flextome® cutting balloon® was advanced to the lesion; however, the device was unable to cross the lesion. It was noted that the shaft was bent. Dilation was completed with a non-compliant balloon. Subsequently, a 2.25x32mm promus premier¿ stent was then selected to treat the lesion. During preparation, the physician pulled off the protective sleeve over the stent but the sheath was too tight and the stent was stretched on the catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 06/2.50 flextome® cutting balloon® was advanced to the lesion; however, the device was unable to cross the lesion. It was noted that the shaft was bent. Dilation was completed with a non-compliant balloon. Subsequently, a 2.25x32mm promus premier¿ stent was then selected to treat the lesion. During preparation, the physician pulled off the protective sleeve over the stent but the sheath was too tight and the stent was stretched on the catheter. No patient complications were reported and the patient's status was fine.